Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was suspected to be contamination during utero surgery, however, as no further detail was available; the cause of the peritonitis was assessed as unknown. On the same day as onset, the patient was hospitalized for the peritonitis. Treatment was not reported. Forty eight days after being admitted, the patient was discharged from the hospital. On an unreported date, dianeal therapies were discontinued. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.